Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not working since implant. There was no further information obtained from the field. To date, the lead remains in service. No adverse patient effects were reported.